Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer loaded the cartridge with cold insulin. Tandem technical support reminded the customer this was off-label. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer used a different wall adapter and the pump began to charge. The customer's blood glucose (bg) was 270 mg/dl.